Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Dianeal therapies were ongoing. Treatment and cause were not reported. At the time of the report, the patient was recovering from the event in the hospital and will be admitted to rehabilitation facility upon release. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895953, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).